Event description:
Plaintiff alleges that as a direct and indirect exposure to latex gloves, she has developed an allergy to latex and its components. As a result thereof, plaintiff sustained general and special damages. Plaintiff's husband, alleges loss of the society, consortium and services of his spouse.